Event description:
Additional information received from the consumer reported that they required more healing at the surgical site. After about 12 weeks post operation they had no burning or pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient who reported that the pain/burning on their back was when they would recharge their scs device. No cause identified. They also report the recharger would not turn off and kept beeping when they tried to turn it off. They reported they called manufacturer who helped them turn off recharger by holding button for 10-15 seconds. The burning/pain in their back was not resolved and would be monitored by their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient voiced frustration. Patient stated that the day after they were 'set up' they were in so much pain and they were overwhelmed with all the equipment and no one called them back the next day to ask how they were doing. Pt stated the mdt rep went over everything so fast and the pt was overwhelmed with the equipment- pt thinks they may have made a mistake getting the implant. Pt stated they saw a different rep at the 2nd appointment who was more calm and explained things better. Caller also stated that it takes a lot of patience to recharge the implant because it is still painful and burning back there and 'takes longer' than they expected (agent understood this as ins charge duration)- pt stated they were never told to not charge the implant. Agent asked if there was anything pt needed help with over the phone on the call; pt declined. Agent recommended to continue working with hcp as they are recently implanted. Patient called back and mentioned they went to charge their implant last night. Patient mentioned they had trouble keeping the wireless recharger over their implant and noted that it was still tender back there (agent understood the location of the implant). Patient mentioned the wireless recharger was blinking and making noise all night. Patient noted the wireless recharger was dropped by the mdt rep when they were working with them and patient was concerned the equipment became defective. Agent walked instructed patient how to turn off the wireless recharger. The troubleshooting steps take on call resolved the issue.